Event description:
Varying r-wave sensing values were noted during the system implant as the ventricular lead was disconnected from the pacing systems analyzer (psa) and the newly implanted pacemaker. The pacemaker was exchanged and the values stabilized. The patient was in stable condition.

Manufacturer narrative:
The field report of r-wave amplitude variation was not confirmed. Visual examination, device output monitoring and sensitivity tests revealed no anomalies. No damaged was noted on the header of the device. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.